Event description:
It was reported that the svc and v defib impedances were intermittent and there was a possible fracture of the rv conductor. The lead was replaced. No patient complications have been reported as a result of this event.